Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. It was stated that the troubleshooting was performed. It was stated that the drive support cap was normal, insulin pump was not exposed to high magnetic field and no motor position encoder error present. Customer was able to clear the alarm, but not able to rewind insulin pump that was stuck in this cycle. The customer was not able to access the alarm history. Insulin pump presented more than a motor error in the last 30 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.